Manufacturer narrative:
No other defects were detected in the device inspection by sorc. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported a defective image and sent the device to olympus. Olympus inspected the device for repair at olympus service operation repair center (sorc) and found that the endoscopic image was not visible due to noise. There was no report of patient injury associated with this event.